Event description:
A malfunction alarm was reported with the pump during its operation, identified as alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery, and technical support confirmed a replacement pump would be sent. The customer was instructed to put the problematic pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.